Manufacturer narrative:
This rv lead has been returned for analysis; however, investigation results are not yet available at the time of this report. A supplemental report will be submitted once the investigation results become available.

Event description:
It was reported that, during explant of this right ventricular (rv) lead, a fracture was observed. It was suspected that the fracture was related to the lead position under the right clavicle. An attempt was made to remove the lead; however, when a stylet was used, the lead insulation was breached, causing the lead to unravel. Subsequently, the physician opted to perform a cut the proximal end of the rv lead and surgically abandoned the remaining portion. A leadless pacemaker system was implanted. No additional adverse patient effects were reported. This rv lead has been returned for analysis; however, investigation results are not yet available at the time of this report. A supplemental report will be submitted once the investigation results become available.